Manufacturer narrative:
(B)(4) .

Event description:
The consumer reported via the manufacturer representative that the patient had a confirmed overdischarged device due not charging. A trickle charge was done twice with no success. A surgical intervention was planned but not yet scheduled. Indication for use included non-malignant pain and peripheral neuropathy.